Event description:
It was reported that, the patient went to the hospital for outpatient because of pain and discomfort of his right knee for 3 months, and was hospitalized for the diagnosis of "right knee medial meniscus injury". Arthroscopic debridement of the right knee and suture of the medial meniscus were performed. The quantum controller was used to stop bleeding, but there was no output of electrocoagulation, so it was unable to effectively stop bleeding. The operation was interrupted due the device. Stopped using the device immediately and supplement of 0.9 % sodium chloride injection and 5% glucose injection were used to maintain the stability of blood volume. Due to excessive bleeding, the blood was drawn and blood transfusion was prepared. Meanwhile, flurbiprofen axetil injection was added to prevent injection. An unknown competitor device was used to stop bleeding. Then the bleeding was stopped, and the patient's vital signs became gradually stable. Non-significant delays occurred. Patient outcome is fine.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. The patient condition following the procedure was reported as "fine." Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was not confirmed. Factors, which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.